Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3: reference MFR report#1627487-2015-00208; reference MFR report#1627487-2015-00209. The patient received two leads (model 3166 off-label use) with the same lot number. It was reported the patient turned stimulation off months ago (date of event is unknown) due to stimulation did not effectively relieve her head pain. Reportedly, surgical intervention was undertaken on (B)(6) 2015 during which time the scs system was explanted. Follow-up revealed x-rays were not taken prior to surgery.